Event description:
A company representative on behalf of the customer reported gantry is moving down when power to the system is shut off. No patient involvement or injury, no cancelled surgeries reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).